Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The 99% stenosed lesion was located in the calcified left superficial femoral artery (sfa). The physician advanced a 5.0 x 60mm x 135cm sterling balloon catheter to the lesion, inflated to 4atm, the balloon ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).